Event description:
"I received the additional aligners last week and have been trying to get the app to work but it is stuck on this section. Not sure why the question is about lower retainers as the additional aligners are for the upper teeth. When I hit no it won't let me change anything. I'm on my retainer for the lower teeth and I'm on week 21 for the upper teeth. I can't seem to update this. Can you fix it? I don't want to be a pain but my teeth still seem like they're not shifting properly and there are still gaps between my teeth and the additional aligners. I've been doing everything right so not sure what is happening. The new additional aligners didn't seem to take into account that the original aligners weren't fitting my teeth properly as there were big air gaps. These gaps are still apparent and now with only 2 additional aligners left, I can't see my teeth being straight by the end of treatment. Can you please help."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.